Manufacturer narrative:
On 4-feb-2022, it was found that additional information regarding the product return on the previous supplemental report was incorrect. Manufacturer's reference number: (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The relevant fields have been updated.

Manufacturer narrative:
On jan 6 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of explantation: (B)(6) 2021. Reason for device explant and/or reoperation: pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 350cc and experienced bilateral breast pain and rupture on the right side post-operatively, which was confirmed via MRI. As a result, the patient is scheduled for removal on (B)(6) 2021. This report is for the left breast prosthesis.